Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 592 mg/dl between 4 and 24 hours of wearing the pod. The patient was at school at the time and had to be picked up by their parents. The patient¿s mother stated while wearing the pod the bg levels would not go down. The mother removed the pod and noticed the cannula was not inserted into their abdomen, the cannula appeared to be bent and twisted. On (B)(6) 2025, the patient was brought to the emergency room where they stayed for 10 hours. The patient was feeling nauseous, dry mouth, extreme thirst, vomiting and having a headache along with the high bg levels. The patient was diagnosed with diabetic ketoacidosis. As treatment, the patient was given insulin and potassium chloride and was released that same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of dislodged and bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.5. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.